Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred from the 2nd firing though there was no unexpected resistance. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # m90t21. The analysis results of the er320 instrument found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. In addition, a bag with one malformed clip was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed five scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.